Manufacturer narrative:
Review of the device history record for 00515048200, lot number z000006762, identified no relevant deviations or anomalies. Product examination found that there was no mold inside the sealed sterile packaging. However, the unit had ruptured. The sterile packaging was still sealed. This complaint is confirmed. Product examination found that the sealed unit had ruptured before it had been opened. While rare, this kind of event occurs when the batteries overheat from a short circuit. To address this issue. This means that there will no longer be a need to tightly fold wires inside the battery pack in order for them to reach their respective circuit contacts. This reduces the risk of a short circuit. The root cause of the reported event is that the battery ruptured due to a short circuit. The cause of this cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that a sterile unopened pulsavac kit had mould growing in it. No adverse events have been reported as a result of this malfunction. Investigation results found that the unit had ruptured.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a sterile unopened pulsavac kit had mold growing in it. No adverse events have been reported as a result of this malfunction.